Event description:
During the premature ventricular contractions procedure, a blood leak from the valve was observed. Access was obtained via the left femoral artery, and an advisor hd grid x mapping catheter was inserted. When exchanging the mapping catheter to a tactiflex ablation catheter, blood leakage from the hemostasis valve was observed. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An event of a leak was reported. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.